Event description:
Paclitaxel IV bag hanging, using alaris tubing. It was found to be leaking at one of the clamp sites. Paclitaxel solution was spilled in small quantity into the local environment. The bag was taken down and the tubing and container replaced. The area was cleaned up with surface safe. This is the third event in the last few weeks with these tubings.